Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Technical services (ts) recommended to follow up with their clinic for further evaluation. No adverse patient effects were reported. This device remains in service.